Event description:
Four heli-fx endoanchors were implanted in the patient for the endovascular treatment of a proximal type I endoleak that occurred with another manufacturer¿s stent graft. Stents from another manufacturer were implanted in both renal arteries. The abdominal aortic aneurysm measured 65 mm in diameter. The proximal aortic neck measured 28 mm in diameter at 1 mm distal to the lowest renal artery and the proximal aortic neck measured 4 mm in length. The proximal aortic neck angle measured 60 degrees and the supra to infrarenal angulation measured 10 degrees. There was localized thrombus at the seal zone that covered 30% of the circumference with a maximum thickness of 3 mm. There was no calcium at the seal zone. After the endoanchors had been implanted, a type ii endoleak from the lumbar arteries was observed. It was reported that, during the index procedure, there was procedural blood loss of 1000 cc. The patient was administered 3 units of packed red blood cells and the event was resolved. The investigator assessed that the event was related to the procedure. No additional clinical sequelae were reported and the patient is fine.